Event description:
The customer reported the c-arm vertical lift is working intermittently in the down motion. No pt injury was reported.

Manufacturer narrative:
The service rep spoke with the customer and confirmed the problem reported. He ordered the ps3 power supply. He removed and replaced the 24 volt power supply and checked operation. Machine works as intended.